Manufacturer narrative:
Due to character limit e1(event site name)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had issue displaying blood pressure signals correctly, during routine check. There were no patients involved.

Manufacturer narrative:
Another contact info:(B)(6). Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the bp transducer cable failed and was replaced. Device passed the performance and safety checks according to factory specifications.